Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The forceps cleaning brush was difficult to insert due to the foreign material inside the biopsy channel - as noted in b5. Additionally, there was a white residue evident within the air/water channel as well. There were several other points of wear and tear noted throughout the device. These include, but are not limited to: chips, discoloration, holes, no image, and leaks. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing her olympus evis lucera elite gastrointestinal videoscope, the forceps cleaning brush was experiencing insertion difficulties. There was no patient involvement during this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found inside the biopsy channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: a. Any malfunction of reprocessing accessories. No. B. Delay of pre cleaning: no. C. Delay of manual cleaning (if delayed, pre soaking is required): no. D. Air / water flush during pre cleaning: yes. E. Detergent flush during manual cleaning : yes. F. Aspirating water/detergent during pre cleaning: yes. G. Brushing of channel, port and suction cylinder: unable to brush channel due to endoclot blockage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user handling. However, the definitive root cause was unable to be determined. The foreign material was a white residue, believed to be simethicone type product, which was likely built up over multiple uses. Olympus will continue to monitor field performance for this device.